Event description:
Device was explanted after patient suddenly did not feel well. Interrogation showed eri, unable to reset or reprogram device. It subsequently tested out of specifications during manufacturer's analysis.